Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive while the customer was attempting to set up the pump. Reportedly, the customer was only able to unlock the pump one time, and then the pump began not responding to presses. Customer's blood glucose level was not impacted.